Event description:
It was reported to boston scientific corporation in 2008, that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure two days prior. According to the complainant, after the procedure, the patient experienced hematuria, noted to be "mild" in intensity with the event on-going. The patient also experienced a "burning sensation when urinating". The intensity termed to be "mild" with the event on-going. The patient's condition was reported as "on-going". It is unknown if intervention was required or given.

Manufacturer narrative:
The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.